Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, fenestrated bipolar forceps cable broke. The procedure was completed as planned with no reported injury using a backup instrument.